Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was occluded. It was reported that the valve was implanted via ventriculoperitoneal shunt about six months ago with an unknown setting. The valve was connected with the product ID 82304. On (B)(6) 2020, occlusion was suspected although no symptoms appeared. Therefore, on (B)(6) 2020 the patient was taken back to the operating room, re-operation was performed, and no obstruction was confirmed during the flow test. Therefore, the physician decided to leave the valve in place and no replacement was done. The patient reportedly tolerated the procedure well.

Event description:
N/a

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve was not returned for evaluation (per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.